Event description:
It was reported that the patient presented to the hospital for an implant procedure. During intraoperative lead testing, the right ventricular (rv) lead failed to capture at high output in unipolar pacing, with a pulse spike observed on the electrocardiogram (ECG). High output bipolar pacing was also unsuccessful, with no pulse spike noted on the ECG. The rv lead was not used and replaced to complete the procedure, resulting in a significantly prolonged surgery. There were no patient consequences.